Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during the tubing fill after a cartridge change, insulin was observed leaking from the cartridge area of the ilet system, with the exact source undetermined between the septum and plunger. Symptoms included no reported hyperglycemia or hypoglycemia. Outcomes included no medical intervention, no backup therapy, and successful resumption of therapy after replacing the cartridge and following education on proper cartridge filling and use. Investigation included customer interview, troubleshooting with cleaning and drying of the cartridge chamber, and user guidance on replacement steps. Investigation of this case revealed that the leak was resolved with new supplies and correct technique, and the cartridge chamber was not affected. It was concluded that the event was attributable to a suspected cartridge leak during setup, with normal blood glucose maintained and therapy restored after replacement.